Event description:
Same case as: 2134265-2013-07822, 2134265-2013-07820. It was reported that an automatic pullback failure occurred. During the procedure, ilab automatic pullback stopped halfway through. No patient complications reported and patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).